Manufacturer narrative:
Initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. However, a manufacturing record evaluation was performed for finished device number (B)(4), and no internal actions related to the reported complaint condition were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an (B)(6) male patient underwent an atrial fibrillation (afib)ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. Pvi was ended, during extra mapping, blood pressure decreased to 40s. Complaints occurred approximately 2 and a half hours after the start of the procedure. The procedure was discontinued in the middle of the procedure. Drainage and blood transfusion were administered and returned to the ICU. Drainage removed about 500 ml of blood. Four units of rbc and one unit of ffp were administered, and the patient was scheduled to consult with the cardiovascular surgery department. The patient returned to the ICU. The adverse event occurred during use of biosense webster products. The physician's opinion on the cause of the adverse event was procedure related. The physician commented that it felt something stuck when I was operating a flare around the septum. It was highly likely that it scratched the anterior wall of the left atrium with a reflex, not ablation. The patient is recovering now, with no life-threatening consequences. Post-procedure, the patient's condition improved. It is life threatening; it might result in permanent impairment of a body function or permanent damage to a body structure; or it required medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure.